Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The sales rep reported via phone that during an acl reconstruction procedure his rigid loop combo reamer/passing pin left a large amount of metal shavings in the patient. The procedure was already completed once the metal shavings were noticed by the surgeon. The sales rep stated that the surgeon was able to remove all the metal shavings from the patient using a suction tool. The sales rep also stated that there was a delay of less than ten minutes and no harm to the patient. The device was discarded and not available for return.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).